Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Functional testing with a mating handle confirmed the complaint; broach would not assemble/disassemble. Visual inspection found deep, heavy scratching on and around the post area which caused a sharp burr near the notch. The post is worn and bent.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the broaching part of the case, the sz4 broach wouldn't disengage from the broach handle. Since there was another broach handle on the table. We continued on with the case. On later inspection of the broach, there was some wear or burring on the broach trunion. The looks like the wear is from the calcar reamer being slightly torqued during reaming.